Event description:
The doctor indicated that this abutment screw had fractured but was not returned as it was lost during it's removal.

Manufacturer narrative:
The fractured abutment screw was lost during removal and therefore the complaint cannot be verified. No lot or order number provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.